Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided for reporting. (B)(4) unknown. Device malfunctioned intra-operatively and was not implanted / explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for orif of clavicle, the head of a 2.4 mm cortex screw slf-tpng with t8 stardrive recess 16 mm broke. The shaft was left inside the patient. No extra fragments were generated. There was no reported surgical delay. The procedure was successfully completed and the patient was stable after the surgery. Concomitant devices reported: 3.5 mm lcp sup clavicle plate w/lat extn/6h/rt/105 mm-ster (part # 02.112.090, lot # unknown, qty #1). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Date of report /date rec¿d by MFR : it was previously reported initially on mwr-(B)(4) that the date of the report and date received by manufacturer was 2/20/2018. The correct date for both fields is 2/19/2018. It was previously reported initially on mwr-(B)(4) that the device was returned to manufacturer on 3/19/2018. This was incorrect. The complainant part is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.